Event description:
During an ercp, the physician endoscopically introduced a wilson-cook spiral-z expandable metal biliary stent system. Difficulty was experienced during endoscopic advancement. When the device was removed from the endoscope, it was noted that the outer catheter had separated at the joint on the introduction system, rendering the device inoperable. The patient was reported to be in stable condition.